Manufacturer narrative:
Cylinders/pump: model- 72404252, lot sn- (B)(6), mfg date- 11/09/2018, exp date- 11/08/2020, gtin- (B)(4).

Event description:
It was reported that the patient had his ams inflatable penile prothesis (ipp) implanted on (B)(6) 2019 and stated that the device worked for approximately one month and then would no longer facilitate an erection. The patient came into the physician's office and several maneuvers recommended by the manufacturer were tried but was unable to fill the cylinders. The physician requested an ultrasound that identified 50 ml of fluid in the reservoir. Additional information was received that this patient had his ipp revised on (B)(6) 2019. It was further reported that this patient's device worked for approximately 3 months and then was unable to inflate the device and went in for a surgical review on (B)(6) 2011. The liquid was said to be present in the device, but the patient could not inflate the device.

Event description:
It was reported that the patient had his ams inflatable penile prothesis (ipp) implanted on (B)(6), 2019 and stated that the device worked for approximately one month and then would no longer facilitate an erection. The patient came into the physician's office and several maneuvers recommended by the manufacturer were tried but was unable to fill the cylinders. The physician requested an ultrasound that identified 50 ml of fluid in the reservoir. Additional information was received that this patient had his ipp revised on (B)(6) 2019. It was further reported that this patient's device worked for approximately 3 months and then was unable to inflate the device and went in for a surgical review on (B)(6) 201. The liquid was said to be present in the device, but the patient could not inflate the device.

Manufacturer narrative:
Investigation summary: with all the information available boston scientific concludes that the reported inflatable penile prothesis (ipp) inflation issue is confirmed. The most probable cause of the reported event was determined to be traced to the pump component. The pump did not pass the compression activation test during functional testing. The pump required more than 8lbs. Of force to activate. The activation issue could affect the functionality of the ipp pump component resulting in the reported event. Device history record (DHR): the device history record (DHR) confirmed that the device and device components met all material, assembly and performance specifications. Device technical analysis: the inflatable penile prothesis reservoir (ipp) was not returned for analysis; therefore, it cannot be determined if it was contributory to the reported event. However, the ipp cylinder and pump were returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ipp cylinders were visually inspected, leak tested, pressure tested and microscopically examined. No visual damages were found upon inspection of the cylinders. The cylinders passed all verification tests performed. The momentary squeeze (ms) pump was leak tested, visually inspected and functionally tested. No visual damages were found upon inspection. During functional testing of the pump, it failed the slow compression 8lb. Activation test. The pump required more than 8lbs. Of force to activate. Investigation conclusion: based on analysis result a probable conclusion cause of cause not established for the reservoir investigation as the component was not returned for analysis. However, a probable conclusion code of cause traced to component failure was assigned to the cylinder/pump investigation.

Event description:
It was reported that the patient had his ams inflatable penile prothesis (ipp) implanted on (B)(6) 2019 and stated that the device worked for approximately one month and then would no longer facilitate an erection. The patient came into the physician's office and several maneuvers recommended by the manufacturer were tried but was unable to fill the cylinders. The physician requested and ultrasound that identified 50 ml of fluid in the reservoir.